Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53d2j. Additional information requested but unavailable: when the stomach was open and bleeding, what was the appearance of the deployed staples (b-formation, irregular, legs straight, staple line missing staples)? How much blood was lost (ml)? Did the patient require a transfusion? When he felt the motor sound was not as usual, was the firing speed slower than expected? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge reload present. Additionally, the reload was received partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The found damage on the cartridge is consistent when the device is clamped over a hard obstruction. The device was tested for functionality in the straight position with a test cartridge and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second firing the doctor used a gold reload and he felt the motor sound not as usual; after that he heard some crack sound. He completed the firing but the stomach was open and bleeding. Another same device was used to complete the procedure. There were no adverse consequences for the patient reported.